Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic presented remotely via merlin.net transmission. Upon review of the transmission, far field p-wave oversensing was noted on the implantable cardioverter defibrillator. The patient was brought into clinic for further testing. There was atrial crosstalk on the ventricular channel. Multiple tests, programming options, isometrics, breathing tests were performed. The device was reprogrammed. Oversensing was not noted after reprogramming. The patient remained asymptomatic.